Event description:
On (B)(6) 2013, the reporter contacted animas, stating that there was a crack in the pump¿s case. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2014-product analysis: the pump has been returned and evaluated by product analysis on 04/28/2014 with the following findings: a battery compartment crack was discovered during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.